Manufacturer narrative:
H.6. Investigation summary: one (1) sample and two (2) photos were provided by the customer for investigation. The sample was visually examined and it was identified that there is a fiber inside the barrel near the flange end. The fiber was lightly probed and was found to be loose and not embedded. Based on the position of the fiber and the plunger the fiber was introduced after the plunger was inserted into the barrel. The fiber was examined using 40x magnification and was visually identified as a hair. Two (2) photos were provided by the customer for investigation. One (1) photo shows the entire syringe removed from the blister pack with the plunger depressed. There is a black arrow on the syringe pointing to the hair. The second (2nd) photo shows a closer view of the area where the black arrow is on the syringe and where the hair was found. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. Additionally, as this product has seen additional handling and processing where the hair was introduced cannot be determined. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. Additionally, all product is sterilized by bd prior to shipment by the customer. Bd acknowledges that there was a hair in the sample provided by the customer. As this one occurrence would not exceed the acceptable quality level no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that a hair was found in the bd luer-lok¿ tip syringe barrel before use. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "a hair was found in the syringe barrel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found in the bd luer-lok¿ tip syringe barrel before use. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "a hair was found in the syringe barrel."